Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reports their dash personal diabetes manager (pdm) was not holding a charge. The pdm was taking too long to charge and even when it did, the back got overheated. A replacement device has been sent.